Event description:
It was reported that, during the implant procedure of this lead. A connection issue was observed, and it was difficult to be inserted as it would come backwards. Eventually the lead was able to be inserted and the system was able to be implanted successfully. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).